Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter had loose closure that led to a leak. No serious injury or medical intervention was reported.

Manufacturer narrative:
DHR: the lot number was built/packaged on afa line 12, from (B)(6) 2018 thru (B)(6) 2018. All challenges, set up and in-process samples were preformed according to the quality control plan and all passed per specifications. Received one iag bc 22ga catheter-adapter assembly connected to an extension set. The connection between the catheter adapter assembly and the ext. Tubing was soiled with patient residue (blood) and traces of solution were visible on the catheter tubing. Slight damage was observed on the inside of the adapter. Water/air leak test: attached the iso standard testing slip luer to the end of the catheter/adapters and performed the leak test. No leakage was observed on any of the areas of the received unit. The damage within the inner rim of the adapter that was observed in this incident investigation is manufacturing related and could be a potential for an unsecure/unsuccessful connection that could result in an open path where air could be introduced or leakage could occur in the clinical setting. (B)(4) was implemented to address the observed issue.

Event description:
It was reported that bd insyte autoguard bc shielded IV catheter had loose closure that led to a leak. No serious injury or medical intervention was reported.